Event description:
It was reported that this right atrial (ra) lead was explanted, and replaced. The indication is that this was a temporary lead. No further information has been provided. No additional adverse patient effect were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced. The indication is that this was a temporary lead. No additional adverse patient effect were reported. Additional information: the field representative provided additional information, indicating that there were no documented issues with this lead, or why it was explanted. It is assumed that this lead was temporarily implanted to gain more time while deciding next steps for the patient. No further information is available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.